Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR) was conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The root cause could not be determined. However, has a result of the investigation, it is believed that the reported failure occurred due to a deterioration of the device and/or its components as a result of long-term repeated use. Olympus will continue to monitor the field performance of this device.

Event description:
Additional information was received on 12april2021 from rn (B)(6) noting that the patient and procedural details are unknown. She was able to confirm that the procedure was completed using a different device, but could not confirm the model or serial number. There was no delay in procedure, no medical intervention, or patient injury as a result of this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the device evaluation, the user report was unable to be confirmed as the reported failure could not be replicated by olympus personnel. However, the evaluation was completed, and it should be noted that the main power switch needed replacing and there was a bad scope socket. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
As reported, the evis exera iii xenon light source device stopped using the 3d display mode and automatically switched to the 2d display mode without prompting. There was no patient harm or consequence reported as a result of this event.